Manufacturer narrative:
Emergency diameter screws are not included in this system as the device has multiple extended screw insertion slots that allow the user to move the insertion points safely without compromising stability of the bar, still utilizing only four screws per bar. In addition, emergency diameter screws were not included as there were concerns about the use of more than 2mm screws in the interdental space due to a higher risk for root damage. No pictures, x-rays, or scans have been provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The surgeon gave feedback regarding the inclusion of emergency screws in the system. He stated it would have been helpful in one of his cases to have emergency diameter screws due to the patient's anatomy in one location would not allow for another screw position to be chosen. He stated he improvised and used ligating wires. Multiple requests for additional information were made, however no new information has been received at this time.